Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was not receiving adequate pain relief. Patient did not report any falls, emi, or non compliance. Patient had their lead checked, and x-ray displayed lead migration. Patient was reprogrammed. Reprogramming resolved the issue. No surgical intervention was planned or performed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.